Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Technical services (ts) confirmed probable myopotential oversensing, which resulted in a brief episode of asystole and pacing inhibition lasting approximately three seconds. Ts advised that increasing rv sensitivity would likely not resolve the issue without compromising ventricular fibrillation (vf) detection. Ts recommended further· monitoring for the leads channel due to the noise as well as additional monitoring plan for this device system. This lead remains in services. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).